Event description:
The patient is a toddler who had a shunt placed for hydrocephalus shortly after birth. He presented with a hemorrhagic papilledma diagnosed by the ophthalmoogist where a CT scan found the disconnected catheter and ventriculomegaly.the patient was brought to the operating room, given general anesthetic. The frontal and mastoid wounds were opened using knife bovie cautery. We then removed the catheter and there was clearly a bioglide disconnection, the cup part was removed. We used a needle to go into the lumen of the catheter and stab this inside of it and we were able to pull it up high enough where we could snap it.====================== health professional's impression======================we then removed the catheter and there was clearly a bioglide disconnection. This is a known malfunction and FDA recall has been issued.====================== manufacturer response for vetricular catheter shunt, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).